Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that while visiting his physician, they were told to get a replacement insulin pump. The insulin pump did not stay on. The insulin pump would die and it was not related to the batteries. Customer's blood glucose level was not reported. The device was not returned.